Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not able to be successfully implanted due to an insulation damage that the physician suspects was cause by the catheter. This lead was replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a cut through the insulation at approximately 16 cm from the terminal end, consistent with the reported observation of induced damage during procedure. The lead failed the outer insulation integrity test at the point of damage location.

Event description:
It was reported that this lead was not able to be successfully implanted due to an insulation damage that the physician suspects was cause by the catheter. This lead was replaced.